Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the back fat area using the coolcurve plus applicator and was later diagnosed with paradoxical adipose hyperplasia on the same area.